Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device experienced an unexpected shutdown. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.